Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problems (add gel messages in the absence of prior gel released, damaged cable) were confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it caused "add gel" messages without a prior gel release and that it had a damaged cable.